Event description:
A user facility reported that a surgeon had a quality issue with the intraocular lens delivery system. The iol delivery system cartridge was returned with an iol stuck in the tip of the cartridge nozzle. The pt impact is not known. More information is being sought.

Event description:
When reviewing the file for closure, it was noted that add'l info provided by the nurse manager had not been included in a suplement. The info provided indicates there was no pt impact/injury associated with this event.